Manufacturer narrative:
A batch record review for lot # 15fm0201 yielded no discrepancies indicating all catheters passed the air leakage test. Four (4) retention samples were reviewed and were normal in appearance. Evaluation of six (6) retention samples, including (1) for lot # 15fm0201 yielded the following: a balloon inflation test was performed and the results were successful. No issues were noted when the retention samples were simulated under normal usage conditions. Additionally, there was no blockage leakage or breakage noted during the water inflation testing performed. This issue will be monitored through the post market product monitoring review process. Corrected data: manufacturer name, city and state updated. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated "when trying to inflate the water syringe of the product's pump, there was a leak therefore the product could not work properly. The doctor found out the pump was pierced." It was further reported that the product was not used and it was not available for return.